Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the insulin pump alarmed several motor error alarms during the last 30 days. Customer's mother also reported a loose drive support cap. Customer's blood glucose level was not included in the report. Product is being replaced.